Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/28/2021. H6 component code: g07002 no device problem found. Additional information: h6, h4, h3, d9. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: an opened box with four packets of product code sxpp1b420 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to suture or the loops and no defects were observed during evaluation. Ten barbs were measured in each strand, and all barbs met with the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ :2360 g/m.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? Were prescription steroids administered? Were antibiotics prescribed? If yes, please provide medication name, route and dose. Was medical or surgical intervention provided? If yes, please describe. Were there signs or symptoms of infection prior to the procedure? Were cultures performed? If yes, results? Was the loop on the device found to be missing when trying to use the device? Or did the loop break off the device during use? Trade name: irgacare®; active ingredient(s): triclosan; dosage form: suture/solid/parenteral; strength: 2360 g/m. Note: events reported in 2210968-2021-04995.

Event description:
It was reported that a patient underwent a gastric bypass procedure in (B)(6) 2021 and barbed suture was used. During the procedure the suture unraveled. Patient developed a sepsis. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/24/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Onset date/time of sepsis from the initial surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Please describe any medical intervention performed including medication name and results. On what tissue was the suture used/location of suture placement? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of suture unraveling? (# post op days) how was the unraveling managed? Please describe any surgical intervention required including date and findings. Were there any precipitating stress factors for the sutures unraveling? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Related events captured via 2210968-2021-04995 and 2210968-2021-04996. (B)(4). Date sent to FDA: 08/24/2021.